Event description:
It was reported that the 9900 system steering handle was noisy and hard to steer. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The spring and bolt were adjusted during the service call. The system was tested and found to be working as intended and put back into service.